Manufacturer narrative:
Medical records were reviewed. The pdrn stated the patient had lost his caregiver and was not taking care of himself and was using poor technique to set up for therapy, which caused him to get peritonitis. Medical records do substantiate that the patient did have a new caregiver. The medical records reveal the patient¿s peritoneal dialysis catheter needed removal due to it being infected. The peritoneal dialysis catheter is not a fresenius manufactured product. According to the peritoneal dialysis registered nurse (pdrn), the patient was admitted to the hospital for peritonitis due to touch contamination. The patient had gram positive cocci which are suggestive of touch contamination. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
Based on medical records information it appears this patient was a (B)(6) years old male esrd patient on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through the liberty cycler. The patient presented to the hospital on (B)(6) 2016 with progressively worsening abdominal pain over the previous 3 days. The patient's peritoneal dialysis fluid drainage is cloudy with fibrin. In addition, the patient had increased weakness and a new onset of shortness of breath. Patient was administered vancomycin and gentamycin and started to improve until (B)(6) 2016 when the patient's white blood cell worsened. Patient's vancomycin level was determined to be low so, the vancomycin was adjusted. In addition, the patient's infected peritoneal dialysis catheter was removed and a tunneled catheter was placed. Patient was started on hemodialysis on (B)(6) 2016. Patient was discharged (B)(6) 2016.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported, a (B)(6) female patient with end stage renal disease (esrd) on peritoneal dialysis therapy was admitted to the hospital at an unknown date for peritonitis due to a breach in sterility. The peritonitis was due to poor technique during set-up by the patient. The patient's treatment modality was changed from peritoneal dialysis to hemodialysis. The patient was discharge from the hospital on (B)(6) 2016. The patient's signs and symptoms of peritonitis resolved.